Event description:
PICC placed on 3/19 and removed 3/23 due to leaking. Dressing change done on 3/20 due to line needing to be retracted by 1cm. Cracked between 23 & 24. Bedside rn inspected the line and dressing at shift report and was occlusive, dry, intact. Bedside rn enter room approximately 20 minutes later when patient crying and noticed the dressing, algidex patch, and moisture/blood under the dressing. Charge rn called. Old dressing removed and noted to have fluid/blood under dressing and along length of line. Attempted to be flushed at orange port, and it was determined to be leaking at the point of contact that the line enters the white butterfly hub. Line was pulled, intact and lot number recorded. New PICC inserted for IV access. Catheter dwell time was 4 days and alcohol based chloraprep was used for site care solution.

Manufacturer narrative:
The sample has been sent to the manufacturer and upon receipt an investigation will be done. FDA will be notified of the results upon completion of this investigation.

Manufacturer narrative:
We received the catheter with non-vygon needle-free connector as a faulty sample. When flushing the returned sample, it leaked distal to the 24 cm marking. Microscopic examination showed a longitudinal tear which led to the leakage. There are various events that can lead to catheter leakage: 1.tensile force-which may be caused by: dressing change - in some instances, the catheter can become adhered to the dressing and additional pulling is required to free it; placing stress on the line could result in a tensile fracture. Routine care (when lifting the baby to change the bedding) and movement of the baby itself could result in a tensile fracture. 2. Mechanical damage by a sharp instrument (for example scissors, toothed forceps, or scalpel) during dressing change. 3. Use alcohol-based disinfectant. Based on the product incident report (pir), the customer used alcohol based chloraprep as a disinfectant. There is a statement in our product's IFU: e. Be aware that organic solvents such as alcohol or acetone may interact with catheter material and weaken it. Since the customer stated that alcohol-based disinfectant was used, this may have weakened the catheter. The catheter had to be retracted by 1cm during dressing change could have placed stress on the line. And due to the tear found during macroscopic examination it can be assumed that the catheter got damaged with a sharp instrument (e.g. Toothed forceps; or partly withdrawing through needle) during retraction. However, it can also be the combination of these events. A review of the batch history records was performed, and no deviations were found. The batches complied with its specification and were released. Each catheter is flow and leak tested during production. The tensile force of the catheter components is randomly checked. Visual tests and incoming goods inspections are carried out with no exemptions found. Corrective action: as the catheter worked well for 4 days before the failure occurred, we do not believe this defect is manufacturing related. Any manufacturing problems that would lead to a leak would be detected by the user when initially flushing the catheter. Therefore, no further corrective action was initiated by quality management at this time.

Event description:
PICC placed on 3/19 and removed 3/23 due to leaking. Dressing change done on 3/20 due to line needing to be retracted by 1cm. Cracked between 23 & 24. Bedside rn inpsected the line and dressing at shift report and was occlusive, dry, intact. Bedside rn enter room approximately 20 minutes later when patient crying and noticed the dressing, algidex patch, and moisture/blood under the dressing. Charge rn called. Old dressing removed and noted to have fluid/blood under dressing and along length of line. Attempted to be flushed at orange port, and it was determined to be leaking at the point of contact that the line enters the white buterlfly hub. Line was pulled, intact and lot number recorded. New PICC inserted for IV access. Catheter dwell time was 4 days and alcohol based chloraprep was used for site care solution.